Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lots 69006p100 and 69436p100 were in use. This issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
Literature: rijkers k, van aalst j, kurt e, daemen ma, beuls eam, spincemaille gh. Effect of spinal cord stimulation in type I complex regional pain syndrome with 2 rare severe cutaneous manifestations: case report. J neurosurg. 2009; 110(2): 274-8. Summary: this article presents the case of a pt with complex regional pain syndrome- type I (crps-I) who was suffering from non-healing wounds and giant bullae and the effect of spinal cord stimulation on these severe coetaneous manifestations of crps-I which are rare and extremely difficult to treat. Reportable event: following a successful system replacement with the electrode located. At the cervical level and the pulse generator implanted in the right abdomen the stimulation was inadequate, and only reached the pt's arms and shoulders, but not her legs. The pt complained of severe neuropathic pain in both legs. Within 3 days after discontinuation of stimulation, giant bullae developed on the pt's right lower leg, progressively increasing in size. Subsequently it was decide to implant additional thoracic electrodes to obtain adequate stimulation in the legs in an attempt to half progression of the bullae and treat the pain. The physician considered the action an emergency surgery rather than an elective procedure due to the severity and progressive nature of the pt's symptoms. Adding the additional electrodes restored successful stimulation in both legs as well as in the abdominal area. Within 1 day after receiving additional stimulation the pain resolved. Moreover, the bullae on the pt's right leg resolved within days, and even the 2-month old non-healing skin lesion on the left side of the abdomen resolved. One year later, the pt continued to receive adequate.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.